Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A caller reported that the pump displayed a reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the pump reset was a built-in safety feature and that it was functioning as intended. The customer successfully resumed insulin use with no further issues reported.